Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a (B)(6)-year-old male crashed his motorcycle with no helmet. Patient went to operating room (or) for a decompression evacuation, placed 2 jp¿s and tunnel microsensor on (B)(6) 2022. Intracranial pressure (icp) was 3 at that time with an appropriate wave form. Upon leaving operating room, patient's intracranial pressure went to negative 6. When arriving to the intensive care unit (ICU), the cerelink had alarm/error code of ¿cable sensor failure¿ at that time the ICU nurse changed the cable then alarm went off again ¿cable sensor failure¿ then the cerelink error code went to microsensor failure. The nurse began trouble shooting, checked placement, checked scale, checked power cord in place and good battery power in place was not on a slide board came up in typical ICU bed. The microsensor then began to drift down to negative 10, there was no waveform and was to scale appropriate. There was not any wave form on the bedside monitor either. ICU nurse stated the icp waveform on the beside monitor looked like a run of v-tack on monitor (this is a lethal heart rhythm which has nothing to with our icp waveforms). Waveform went back to flat line both on the cerelink and bedside monitor. After changing cerelink cable out again, still having error code of microsensor failure. Had nurse change over to a new cerelink monitor, after connected and interfaced to the bedside still getting negative numbers with no waveform, then for a split second the icp number went to 75 with no waveform then back down to negative 10 within seconds. Reading stayed at negative 10 with again no waveform. This is after the changeover to another cerelink monitor. Patient was in the process of early uncal herniation so was extremely important to have a correct icp monitoring. After all troubleshooting and no corrected action having the microsensor working correctly, recommended to change over the microsensor. Due to the patient¿s condition the physician decided not to replace a new microsensor due to the near death of this patient due to his condition.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the cerelink probe basic kit (826850) was returned for evaluation. DHR review - the lot met specifications when released on july 16th, 2020. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint has been confirmed. Catheter material stretched 34 cm from connector. Internal catheter wires broken (x-ray). No testing was possible. Based on the failure analysis, the root cause of the problem stated could be determined as a mishandling of the catheter.

Event description:
N/a.